Event description:
The customer called about an error code that she had received while performing a control test. While troubleshooting, she performed 2 more control tests and received a results of 362 and 358 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.